Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid dialysate. The cause of and treatment for peritonitis were not reported. The patient went to the emergency room; however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.